Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer reported that blood glucose is not sending over to pump and inability to upload to care link. The customer was advised that rf is not functioning. The customer was advised that pump would have to be replaced.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the radio frequency board. Unable to communicate with the meter or upload to carelink pro due to the faulty component on the radio frequency board. The pump also had minor scratches on the lcd window, and cracked case near the display window corners.